Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete detect and treat testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the cable connecting ECG a and b and the front therapy electrode was severed between the distribution node and ECG b. The root cause for the missing trunk cable and severed ECG cable was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.